Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Model# and lot # of the onyx used: model# 105-7100-060, lot# 7279662 (qty: 3ea). Dom 03/2009. Expiration date 12/2011.

Event description:
Treatment of an avm with onyx. It was reported the physician embolized 3 feeders of the avm using 5 marathon catheters and approximately 0.58ml of onyx. One of the catheters was reported occluded and broken during onyx injection. No patient injury reported.